Manufacturer narrative:
Concomitant medical products: 5076-58 lead implanted: (B)(6) 2008; 419478 lead implanted: (B)(6) 2009; 5076-52 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change out when the chronic right ventricular (rv) lead was inserted into the new device, all impedance involving the rv coil were out of range. The chronic rv lead was then capped and replaced with another lead. All rv coil impedances were also out of range with the replacement lead. The lead was disconnected and reconnected to the device which resolved the out of range impedance. A connection issue was suspected with the chronic rv lead. The replacement lead and device remain in use. No patient complications have been reported as a result of this event.